Manufacturer narrative:
Insulin pump passed the displacement test but a33 alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was slow to rewind and louder during the rewind also received unexplained no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.